Event description:
It was reported that the customer was experiencing high blood glucose in the 400 to 499 mg/dl range for two to two and a half weeks. At the time of reporting the issues, the customer's blood glucose was 203 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no leaks or air were found. Troubleshooting was not completed as the customer stated he felt the insulin pump was working and not the issue. Customer was advised to review settings adjustments she had made on her own with her healthcare provider. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).